Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. The tubing was returned to the manufacturer for analysis. Analysis found that as reported the clip on the tube was closed leaving a kink in the tubing even after it was removed. As reported, there was no flow through the tube. Additional analysis found that visual inspection of the returned part confirmed a blockage at the drip chamber at the beginning of the supply line. It was noted that the clip/kink of the tube did not cause the no saline flow. The blockage was prior to the clip/kink on the tubing line. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, saline would not drain/pass from the pump tubing spike chamber. It was checked for kinks and there was no blockage visible. It was disconnected and an attempt was made to run free and wide open into a bucket with no results. It was suspected that the blockage was part of the chamber tubing interface. The tubing was replaced, and the issue resolved. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.